Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to noise and high pacing threshold. Cause of the noise and threshold was undetermined. Another lead was successfully implanted. No additional adverse patient effects were reported.